Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lips with 0.6 ml of juvéderm® volift® with lidocaine. Three weeks later, the patient had a ¿very swollen area on the lip, with itching.¿ the patient was treated with bilastina 20 mg every 24 hours for 15 days and dacortin 30 mg 5 days, 15 mg 5 days and 10 mg 5 days. Event is ongoing.